Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic roux-en-y procedure, the patient's staple line opened on both stomach pouch and remnant stomach had to go. The event extended the patient¿s hospitalization. A surgical intervention was needed to prevent permanent impairment. Second surgery was done to resolve the issue. The patient was taken back to the operating room after the original surgery and sutured the breakdown areas of the staple line.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic roux-en-y procedure, the patient's staple line opened on both stomach pouch and remnant stomach had to go. The event extended the patient¿s hospitalization. A surgical intervention was needed to prevent permanent impairment. Second surgery was done to resolve the issue.